Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: was observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.